Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® lithium heparinn (lh) 75 usp units blood collection tube, the closure of one tube had defective molding. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary : bd received four photos for investigation. Visual examination of the photos was performed and revealed improper assembly causing the stopper to not be placed on the hemogard closure correctly. This complaint has been confirmed for the indicated failure mode: defective stopper molding. The exact cause for the customer¿s failure mode could not be determined. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® lithium heparinn (lh) 75 usp units blood collection tube, the closure of one tube had defective molding. No adverse impact was reported regarding the patient or user.